Event description:
Reinforcement failure due to suture holding the reinforcement to the staple was broken. Manufacturer response for tri-staple 2.0 reload, (brand not provided) (per site reporter) issued mprx# (B)(4) and sent return kit.